Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row a was not detected on bus in drawer 2. A field service engineer opened diagnostics to inspect the drawer and found fluid under row a. The row board was disconnected and the fluid cleaned from the area. A return visit was completed with a new row board, and the cubie tray was replaced with a new one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies a1 and a3 in drawer 2 experienced read/write and invalid cubie errors, preventing them from opening and ejecting during recovery. The customer performed a full power cycle; however, the errors persisted and were not resolved. However, there were no delays, adverse events or injuries reported based on this event.